Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be induced during a defibrillation threshold (dft) test at implant. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was started on sotalol and brought back in for additional dft testing which was unsuccessful twice. This s-ICD was explanted and a transvenous system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be induced during a defibrillation threshold (dft) test at implant. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was started on sotalol and brought back in for additional dft testing which was unsuccessful twice. This s-ICD was explanted and a transvenous system was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this s-ICD exhibited high dft and non conversion. The physician requested analysis of this s-ICD, which is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be induced during a defibrillation threshold (dft) test at implant. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was started on sotalol and brought back in for additional dft testing which was unsuccessful twice. This s-ICD was explanted and a transvenous system was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this s-ICD exhibited high dft and non conversion. The physician requested analysis of this s-ICD, which is expected to be returned.